Event description:
Litigation papers allege: on or about (B)(6) 2008, patient was implanted with a depuy asr hip implant on his left side. Patient experienced severe pain and discomfort, weakness and numbness in his left extremity, and left foot drop associated with his left peroneal palsy. Patient was revised. **update** (B)(4) 2012- litigation papers received. Litigation alleges that the patient was implanted with pinnacle and suffers from pain, lack of mobility, metallosis, and loosening. All products have been added.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Added lawyer in the associated contact.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes ct6ch4000, cw4c21000, c2ek91000, 2727917 and 2717911. A search of the complaint database finds additional reported incidents against lot codes 2719711, 2487885, cb5fj4000 and b53bp4000 since its release for distribution; however, a previous and current review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.